Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 49 mg/dl. Customer stated that they had change sensor alert. Customer was treated with carbs. Customer stated that they received calibration not accepted alarm. The insulin pump will not be returned for analysis.